Manufacturer narrative:
Full name of the facility is (B)(6). Event date is (B)(6) 2022. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator has unidentified foreign material. Other incidental observations for the device are: nozzle is deformed; objective lens has a scratch; adhesive on distal end rubber coating (a-rubber) is detached; a-rubber has wear; connecting tube has a scratch and a wrinkle; ig protector has a cut and is shaved; control unit is dirty; forceps channel port is shaved; grip is dirty; universal cord has a scratch and is dirty; all switches have discoloration; right/left knob is dirty; s-connector has corrosion; light guide (lg) cover glass has corrosion; angle wire wear causes bending angle in all direction to be out of standard; play of right/left and up/down knobs is out of standard due to deformation of bending tube; deformation of nozzle causes water removal abibility to be out of standard; due to corrosion of el-connector, endoscope cable cannot be connected securely; c-cover has scratch; lg lens is dirty; and adhesive around lg lens has discoloration. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for an annual inspection. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator has unidentified foreign material. This medwatch is being submitted for the foreign material found on the forceps elevator during device inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 09-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported issue could not be determined from the following reasons. - foreign material at/around the forceps elevator was found by olympus during the annual inspection, not complaint from the user. - the user performed reprocessing with olympus recommended steps. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: e1, e2, e3, g2, g3, g6, h2, and h10.